Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: pediatric patients or others with small femoral artery size (< 4 mm in diameter). Small femoral artery size may prevent the angio-seal¿ anchor from deploying properly in these patients. "Collagen deposition into the artery or thrombosis at puncture site - if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." "Anchor fracture or embolism - examine device to determine if anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Clinical experience to date indicates that tissue ischemia from an embolized anchor is unlikely. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention." The complaint could be confirmed for vessel occlusion since a surgical intervention was required to treat the patient. The exact root cause of the issue cannot be conclusively determined with the available information and in the absence of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided date of birth - requested, not provided weight - requested, not provided ethnicity - requested, not provided race - requested, not provided. Catalog number- requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code/lot number. Health professional- requested, not provided. Occupation- requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in the production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled: hhs public access author manuscript am j med case rep. Author manuscript; available in pmc (B)(6) 2020 .; angio-seal vascular closure related acute limb ischemia: a case report. Patient with extensive cardiac history and comorbidities underwent an elective cardiac catheterization procedure. Procedure was performed as expected, an angio-seal was used to close the right groin. Shortly after procedure patient had swelling and pain in right leg with loss of pulses. Patient required emergency vascular surgery. Intraoperatively, it was discovered angio-seal subcomponents dissected calcific plaque and caused a total occlusion of right cfa. Occlusion was removed and within 24 hours of event patient was discharged without issue. The outcome of the procedure was successful.